Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the (2) pcu front case is being replaced.

Manufacturer narrative:
Supplemental created - to capture 2 (B)(6) and revision to b5-additional information added to: d4,h4.

Event description:
It was reported the (2) pcu front case are being replaced due to units do not power on.

Manufacturer narrative:
The customer reported complaint of the (2) pcu front case are being replaced due to units do not power on was confirmed. ¿ the ac indicator light did illuminate on 2 out of 2 keypads after plugging in the power cord. All other keys functioned with no issues observed. Testing: maintenance keypad test: a keypad test was performed on the returned keypads using cad pcu test fixture. The keypads were installed on the test fixture, powered on and placed in maintenance mode. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text: only the front case assembly with keypad was provided for investigation.

Event description:
It was reported the (2) pcu front case are being replaced due to units do not power on.